Manufacturer narrative:
A review of the complaint history for sn: (B)(6) performed in salesforce located two similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from 21-jun-2018 to 11-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Based on the details from work order: (B)(4), the bd field service engineer (fse) found the full-height drawer was broken, the onsite spare full-height drawer was used, and replacement was performed. Preventive maintenance and inventory of the drawer was performed with no further issues noted. Inspection of the full-height drawer at investigation lab observed the drawer opening smoothly when the red release latch was pressed, with no issues identified. Visual inspection of the installed boards using a microscope observed the full-height pmc board with thermal damage on the circuit board. Testing of the received full-height drawer with a known-good pmc board installed observed no issues.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawers 2 and 7 were unable to close. During device part analysis inspection found that the thermal damage on the components. There were no adverse events or injuries reported based on this event.